Event description:
It was reported that the patient's pump screen had become pixelated, preventing visibility of glucose readings and graphs. There was no adverse impact to the customer's blood glucose level mentioned. A loaner pump was requested to ensure patient safety while awaiting a new pump.